Event description:
The customer reported falsely elevated alinity c calcium2 results for one sample during a retrospective review of data. The following data was provided (units of measure is mmol/l, customer¿s adjusted calcium range is 2.08 to 2.48 mmol/l): (B)(6) 2026, sid (B)(6), (17-year-old male patient): e4·1 (B)(6) ¿ exception code, e2·3 (B)(6) = 2.34, e4·1 (B)(6) = 4.34, e5·1 (B)(6) = 3.99, e3·1 (B)(6) = 2.28, e5·1 (B)(6) = 2.49 . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c calcium2 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 78404ud00, however, no increase in complaint activity was identified for list number 04t87. A review of the device history record did not identify any non-conformances, potential non conformances or deviations were identified relating to the complaint under review. In house accuracy testing was performed using in-house retained samples. All the materials utilized in testing were stored and maintained at our facility. All validity and acceptance criteria have been met, indicating that the lot, 78404ud00, is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the alinity c calcium2 assay for lot 78404ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
This report is being filed on an international product, list number 04t87-30 that has a similar product distributed in the us, list number 04t87, with 510k/PMA/bla number k244042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated alinity c calcium2 results for one sample during a retrospective review of data. The following data was provided (units of measure is mmol/l, customer¿s adjusted calcium range is 2.08 to 2.48 mmol/l): (B)(6) 2026, sid (B)(6), (17-year-old male patient): e4·1 (B)(6) ¿ exception code, e2·3 (B)(6) = 2.34, e4·1 (B)(6) = 4.34, e5·1 (B)(6) = 3.99, e3·1 (B)(6) = 2.28, e5·1 (B)(6) = 2.49 . No impact to patient management was reported.